Event description:
It was reported that the system was explanted due to infection. The infection was discovered through transesophageal echocardiography (tee). Vegetation was noted on the leads. It was stated that the patient was treated with antibiotics following the procedure and a new system will be implanted. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.